Event description:
It was reported, ¿the patient underwent chemotherapy on (B)(6) 2024, and a PICC catheter was inserted into the right upper limb under ultrasound guidance (the circumference of the catheterized arm was 28 cm, the length of the catheter in the body was 41 cm, and the external leakage was 4 cm). During this period, 5 cycles of chemotherapy were successfully performed, the catheter was used normally, and maintenance was performed on time. The patient returned to the hospital on (B)(6) 2025, for the sixth cycle of chemotherapy. During the infusion of chemotherapy drugs (around 16:00), the patient complained of swelling and pain in the right upper limb. The infusion was immediately stopped. The patient's right upper limb was found to have a thickened arm circumference (32 cm). Blood withdrawal was normal, and the push injection was unobstructed. Immediate action was taken to perform an intravenous b-superior chest anteroposterior film to rule out acute thrombosis of the catheterized blood vessel and whether the position of the catheter tip was normal. On the evening of (B)(6), the report of the right upper limb arterial b-ultrasound showed no thrombosis and was normal. The verbal report of the venous b-ultrasound indicated that a small amount of thrombus or fibrin sheath may be attached to the outer wall of the catheter. It was suggested that the b-ultrasound be performed again the next day to confirm the result. The chest x-ray showed that the tip of the catheter was located at the sixth thoracic vertebra, which was in a normal position. The patient was then given a local replacement of hydrocolloid excipients for coverage, and the affected limb was elevated and immobilized. At night, the circumference of the catheterized arm was measured to be 30 cm, and the patient complained of pain relief. On (B)(6), the patient underwent an ultrasound of the right upper limb vein, and the results showed that the catheter shadow was visible in the basilic vein, axillary vein, and subclavian vein, the lumen was filled with blood and unobstructed, the lumen had good compressibility, and there were no abnormalities. Catheter function was checked again, and the blood return was normal. The injection went smoothly. Considering the possibility of a catheter rupture, the patient and family were consulted. The catheter was slowly pulled outwards for investigation. The rupture was found near 37 cm. It was confirmed that the catheter had ruptured. After consulting the family again, they were unwilling to remove the catheter. The catheter was then cut near the rupture, and an external extension tube was replaced to temporarily retain the catheter. The use of the catheter was discontinued. To ensure that the catheter was in a sterile state, the local redness was smeared with xilot, and then a wet compress of magnesium sulfate was applied after absorption. The arm circumference was 31 cm, and elevation and immobilization were continued. Ice packs were used for cold compresses, and a hydrocolloid dressing was applied to cover the distal part of the limb. The patient complained of mild local swelling and pain. On (B)(6), after communicating with the family again, the remaining part of the catheter was removed. There was no abnormality in the remaining part of the catheter, and the puncture site was treated asepticly. The above measures continued from (B)(6). On (B)(6), the arm circumference was 29.5 cm, the local swelling had subsided compared to before, the skin temperature was normal, the redness and swelling had decreased in size, and the patient complained of significantly less local distending pain than before. He continued to be given xiloto, which was covered with a hydrocolloid dressing after being absorbed.¿

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. One 4 fr groshong catheter and non-bd connector assembly were returned for evaluation. An initial visual observation revealed the catheter was returned in two segments. Each segment was connected to a connector assembly piece. A functional testing of flushing both segments of the catheter with water revealed a leak the smaller segment near its distal end. A microscopic observation revealed a split where the leak was observed. The outer edges were observed to be rounded and polished, and the fracture surfaces were found to be somewhat rough and uneven. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack in the catheter. This complaint will be recorded for future trending and monitoring purposes.